Event description:
It was reported that (1) hp052 was used during a lap. Colectomy procedure. It was reported by the rep that shortly after starting the hand piece stopped working. The customer opted to try a new hand piece before opening a new blade. The case was completed with another hp052. There was no patient consequence.